Event description:
It was reported that the patient had the device explanted. The device did not fit in well with her lifestyle as she works with heavy vibrating machines and tractors. The stimulation changed after many months of using the equipment (despite programming changes). The patient also suffered 2 large electric shocks from work equipment. Reprogramming was done after one of the shocks. There were no injuries from the explant; the patient recovered with no sequelae.

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no anomalies. Final device analysis for lead (B)(4) revealed no significant anomalies. Final device analysis for extension (B)(4) revealed no anomalies.

Manufacturer narrative:
(B)(4).